Manufacturer narrative:
Most likely underlying cause of the incident was user error due to depressing the toggle before dismounting. When dismounting, the footrest can be in the up or down position.

Event description:
Client had operated the lift down to lower charge point. As he was releasing his safety belt, he inadvertently pressed the toggle in the up position enough to raise the lift off charge approx 8". He then dismounted the lift, not realizing how far off the floor. He lost his balance when dismounting and fell onto the floor. Client states he witnessed and ad for the lift that showed the user stepping off the footrest, and that's why he thought he would be ok to dismount that way. States the cause was a misjudgement on my part. He did not realize he had depressed the toggle, raising the lift before dismounting.